Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported fluctuations in hearing with the device. He describes hearing very clearly for several days following programming and then can't hear well at all until he is reprogrammed again. There is no report of accident or trauma.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: according to the received information, the device was not providing satisfying benefit. However, re-fitting in another clinic could restore a satisfactory perception. Thus, a fitting related issue is suspected as root cause of the observed unsatisfactory performance. Additionally, implant registration card states that two electrode channels were left extra cochlear at initial implantation. Also, channel 10 was additionally turned off as it was suspected to be extra-cochlear, despite no imaging was performed, and channel 9 did not provide sufficient benefit as well, which could be a contributing factor to the reported poor benefit. In situ measurements are indicative of a functional device. The patient became ill sometime after september 2017 and subsequently passed away due to a device unrelated medical issue. This is a final report.

Event description:
Recipient reported fluctuations in hearing with the device. Hearing was very clear for several days following programming and but then it became not good until next programming session. There was no report of accident or trauma. All external equipment was exchanged. The recipient sought treatment at another clinic in (B)(6) 2017. User was tested in the sound booth and had good results. Reprogramming was conducted with med-el staff present and recipient left very happy. Recipient decided not to pursue re-implantation. The user was seen again for programming in (B)(6) 2017 and was reportedly performing better with the device.